Event description:
The customer reported that they observed a "no comm" technical message on the screen of the monitoring device, indicating monitoring was not occurring. Sixteen telemetry only pts were unmonitored for approx 20 minutes until they could be re-admitted in order to resume monitoring. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.